Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation concluded the root cause was the connection of the device at the client site. Additionally, there might be waterdrops or foreign objects such as dust or residue of medicinal solution attached to the electrical contacts of the cable or maybe the scope cable used did not meet the specifications. The following is stated in the instructions for use which can prevent the event: "properly and securely connect all cables. Otherwise, equipment damage or malfunction can result."

Event description:
It was reported the evis exera ii video system center has a color bar on 180 scopes monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) to troubleshoot the device due to a communication disconnection issue. In order to troubleshoot the issue, the customer was advised to connect the maj-1430 scope cable from the 180 series scope to the front of the cv-180 connector. After the customer re-established the connections, she was able to view the images from the 180 series scope with no further issues. The steps provided by the tac resolved the connection issue the customer was experiencing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.